Manufacturer narrative:
The product has been returned and is currently under investigation. A follow up report will be submitted after the device has been evaluated. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer called reporting they were receiving an error 4 message when inserting strips into their freestyle flash meter. The meter has been returned and is currently under investigation. There was no report of death, serious injury or mistreatment.